Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was not capturing at maximum output and the patient reported the he could feel the pacing. This lead was successfully replaced. A surgical intervention was necessary to resolved the issue. No additional adverse patient effect were reported.